Event description:
It was reported that during a percutaneous intervention procedure, stent damage occurred. Lesion details are unknown. It was noticed that this 8.0 x 20 x 135cm express b-I ld pmtd stent appeared to be "crimped down" when removing from the box. The express ld was not able to advance through the unknown 7fr sheath due to the stent being crimped. The procedure was completed successfully with another of the same express ld stents. No patient complications were reported.

Event description:
It was reported that during a percutaneous intervention procedure, stent damage occurred. Lesion details are unknown. It was noticed that this 8.0 x 20 x 135cm express b-I ld pmtd stent appeared to be "crimped down" when removing from the box. The express ld was not able to advance through the unknown 7fr sheath due to the stent being crimped. The procedure was completed successfully with another of the same express ld stents. No patient complications were reported.

Event description:
It was reported that during a percutaneous intervention procedure, stent damage occurred. Lesion details are unknown. It was noticed that this 8.0 x 20 x 135cm express b-I ld pmtd stent appeared to be "crimped down" when removing from the box. The express ld was not able to advance through the unknown 7fr sheath due to the stent being crimped. The procedure was completed successfully with another of the same express ld stents. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual examination revealed no issues with the device. There were no kinks along the length of the shaft and examination of the crimped stent found no issues with its profile. There was no damage visible on the stent. As a result of the 7 french introducer sheath not being returned with the device for analysis, the device was inserted through our own recommended size 6 french sheath and the device passed through the sheath with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).